Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found no visible damage to the lens.patient code (B)(4): no code available (secondary surgery, lens exchange, lens repositioning). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.5/+2.5/095 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens, the surgeon noting lens rotation. On (B)(6) 2018 the lens had been repositioned but the problem was not resolved. After the lens exchange, the problem was resolved. The cause of the event is listed as device.